Manufacturer narrative:
Date of event is estimated. The unique device identifier (UDI #) is unknown. Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Event description:
Related manufacturer reference number: 1627487-2021-18117. Related manufacturer reference number: 1627487-2021-18118. Related manufacturer reference number: 1627487-2021-18119. It was noted during a routine ipg replacement procedure on (B)(6) 2021 that the left l3 and l5 leads had migrated. As a result, surgical intervention was undertaken wherein one of the left leads was unplugged and replaced while the other left lead was explanted and replaced to address the issue. It is unknown which lead was unplugged and which lead was explanted; therefore, all leads will be reported as explanted.